Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: unsatisfactory result: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional later confirmed right side capsular contracture baker grade unknown and also reported "patient unhappy with the size and shape of her breasts", "her breasts sag", "the nipples are low on the breast", "breasts have a deflated appearance", grade 2 ptosis, breast asymmetry, hypomastia and capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade unknown. Later healthcare professional confirmed right side capsular contracture baker grade unknown. Later healthcare professional also reported right side "patient unhappy with the size and shape of her breasts", "her breasts sag", "the nipples are low on the breast", "breasts have a deflated appearance", grade 2 ptosis, breast asymmetry, hypomastia and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture, baker grade IV. Healthcare professional confirmed the event. Device has been explanted and replaced.